Event description:
While preparing for an ECMO procedure, the membrane was noted to be cracked on the inlet side. The membrane was replaced without complication. It is unknown as how this happened. A crack was noticed prior to commencement of the procedure.